Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 442 mg/dl. Customer advised the max fill reached error alarmed during the fill cannula process. Customer was advised to change out the infusion set. Customer advised they changed out the infusion set and everything else. Customer disconnected the call.